Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an eyelash found within a catheter tray was inconclusive due to the nature of the submitted evidence. The product returned for evaluation was one photograph which depicted a portion of 5fr t/l powerpicc catheter tray. The depicted tray was open and several components were visible. The components appeared unused and unremarkable. A portion of label was placed on the folded drape, identifying catalog number ck000741 and lot number recv1202. Also visible on the drape was a curved hair or fiber. While possible eyelash was visible on the drape of the depicted tray, the object could not be conclusively identified through inspection of the submitted photograph. Additionally, the opened state of the tray prevented determination of its original state. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of recv1202 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an eyelash found within the sterile field of the kit. The device was not used on a patient.